Event description:
It was reported that patient presented for scheduled procedure. During procedure, atrial lead exhibited high capture threshold. The lead was not used, and a new lead was implanted. Patient condition was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.